Event description:
It was reported that a patient was experiencing recurring incontinence with an artificial urinary sphincter (aus). The patient had a cystoscopy done that identified that the bladder neck was not completely coapting with the aus cuff. A surgical procedure was performed to remove the aus, and a new aus was implanted. No patient complications were reported.